Event description:
It was reported that during the procedure when introducing the anchor into the patient's bone it broke, all fragments were removed from the patient and there was no damage to it. A backup device was available to complete the procedure with no delay.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.